Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 4582. H10: device evaluation: one cadd legacy plus pump was returned for investigation in used condition. The pump had some physical damage. There was no evidence of the reported product problem (beeping during infusion) in the event history log. The pump was started in application mode. The reported beeping was not observed. The reported problem was not reproduced. No functional fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The downstream sensor on the pump was replaced as a preventive measure.

Event description:
It was further reported that the product problem (beeping during pump infusion) was observed during testing. There was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump kept beeping when infusing. No adverse effects were reported.